Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical director reported that a pt who underwent bilateral photorefractive keratotomy (prk) surgery was diagnosed with corneal erosion in the right eye, at the three month postoperative visit. This resulted in pain, tearing and blurry vision. Additional info was requested.